Manufacturer narrative:
The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 163256831 description: next generation anchor kit-sterile the explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having pocket discomfort. It was noted that the patient had been revised previously and she wanted to have her scs removed. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having pocket discomfort. It was noted that the patient had been revised previously and she wanted to have her scs removed. The patient will undergo an explant procedure.